Manufacturer narrative:
(B)(4): it was reported that within eight hours post-operative the patient experienced severe pain and was returned to the operating room. It was confirmed that the patient had continuous bleeding from the insertion site of the vaginal tape just along the posterior surface of the pubic bone. The site was cauterized and no further bleeding was noted.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and stress urinary incontinence. The patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to mesh erosion. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2013 due to dyspareunia. It was reported that the patient underwent lysis of adhesions, bso, sacral colpopexy, and right ureterolysis on (B)(6) 2013 due to pop and lower back pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05425 and medwatch 2210968-2012-05426. The same patient is represented in each medwatch.